Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. Add'l info has been requested by phone by phone, fax, and mail on 05/25/2012 and 05/29/2012. A completed questionnaire has not been received. (B)(4).